Event description:
It was reported that, "the surgeon performed the revision surgery to replace the cup and the head on sep 30th. However, he could not dissociate the v40 head from the super secur fit stem with the head disassembly instrument. It was because the taper locking was too tight. Additionally, when the surgeon was adding a tensioning force on head to screw up the device of the screw, the base neck was drawn into the tip of the head disassembly instrument. As a result, the tensioning force affected on the stem."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.